Manufacturer narrative:
It was reported that the infusion pump was returned with a note stating, ¿has been beeping occlusion.¿ during device evaluation, it was identified that the free flow clamp was stuck open. A review of the device¿s serial number history did not identify any prior similar complaints. The failure mode was confirmed, and the probable cause was determined to be a component-related issue. The issue was resolved by replacing the free flow clamp, which cleared the errors and restored normal function. Reference to complaint # (B)(4).

Event description:
It was reported that the infusion pump was returned with a note stating, ¿has been beeping occlusion.¿ during device evaluation, it was identified that the free flow clamp was stuck open.